Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine of an unknown concentration at a dose rate of 0.1196 mg/day via an implantable pump for spinal pain. It was reported that the patient's therapy worked for a month and a half, then stopped working. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). A healthcare provider (hcp) recently performed a dye study on the catheter and they could not get medication through the catheter. The medication would get to a certain point in the tubing and then stop. The hcp had seen cerebrospinal fluid (csf) coming from the catheter and was able to flush with saline. Following the saline flush, it had allowed dye to go through. The patient's therapy worked for two days following the dye study but then quit. The hcp was discussing catheter replacement. It was being questioned if there was a way to test the pressure of the pump's medication output, and if the catheter was not allowing flow of medication, where would the medication go. Volume discrepancy considerations were reviewed at the time of the report. It was confirmed that their inquiry was resolved, and the patient was working with hcp to resolve the issue.